Event description:
It was reported that pump experienced malfunction with code malf 9, with no notable events occurring beforehand and no indication that customer¿s blood glucose exceeded safe levels. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer in performing pump reset using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again.